Event description:
It was reported that during a device check, the autopulse platform displayed a user advisory (ua) 2 (compression tracking error) message. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to (B)(4) for evaluation. A DHR review was performed and revealed no related complaint related to this platform. Visual results: visual inspection was performed and no physical damage was noticed. Functional testing results: functional testing was performed and the reported complaint of ua2 (compression tracking error) message was confirmed. Archive data results: a review of the archive was performed and the reported complaint was confirmed. The archive data shows that ua2 message occurred on (B)(6) 2015, rather than on the reported event date given by the customer of (B)(6) 2015. Parts replaced: based on the investigation, the part identified for replacement was the pca. Conclusion: in summary, the reported complaint of the autopulse platform displaying a user advisory 2 message was confirmed based on the archive review and during functional testing. The fault was found to be due to the defective pca. However, the pca was not replaced because the customer has declined the repair.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll (B)(4) for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.